Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9d43l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. However, no conclusion could be reached on the cause of the reported event since the reload was not received and no functional test could be performed. A manufacturing record evaluation was performed for the finished device batch number 446c23, and no non-conformances were identified.